Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the subclavian puncture, the wire guide passed through the micropuncture needle end. The wire guide stretched, staying in the subcutaneous tissue of the patient, which could not be extracted in its entirety. No information has been provided regarding patient outcome.

Manufacturer narrative:
Phone # not provided by reporter. (B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The product was not returned to assist in the investigation. No examination could be performed. Damage to the wireguide may occur during use if resistance is met, or during manipulation or withdrawal through a needle. The IFU for the mpis set, include the following precautions, ¿do not attempt to insert or withdraw the wireguide and/or introducer if resistance is felt¿, ¿withdrawal or manipulation of the distal spring coil portion of the mandrel wireguide through a needle tip may result in breakage.¿ the IFU also contains the following caution, ¿do not withdraw the wireguide through the introducer needle; breakage may result. If the wireguide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ the lot records of the device were reviewed. No issues concerning the quality of the product relative to this investigation were noted. There is no evidence to suggest the product was manufactured out of specification. Based on the provided level of information a definitive root cause can not be determined or reported at this time. We will continue to monitor similar complaints and have notified the appropriate internal personnel of this event.

Event description:
During the subclavian puncture, the wire guide passed through the micropuncture needle end. The wire guide stretched, staying in the subcutaneous tissue of the patient, which could not be extracted in its entirety. No information has been provided regarding patient outcome.